Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain') in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiomyopathy, menses irregular, ovarian cyst, dysplasia and breast lump. Concomitant products included acetylsalicylic acid (baby aspirin) since (B)(6) 2014 and lisinopril since (B)(6) 2013 for cardiomyopathy as well as alprazolam (B)(6) 2013 to (B)(6) 2017, ibuprofen since (B)(6) 2010 and medroxyprogesterone acetate (depo-provera) (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)."). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on an unknown date: confirmation of tubal occlusion by hsg; on (B)(6) 2010: total bilateral occlusion, essure coil placement. No spill. Lot number: 653904, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event 'dysmenorrhea (cramping) was added. Removal details added. Case becomes incident. Concomitant drugs and new reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain') in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "attempt at cannulation of right ostia caused essure tip to bend" and device difficult to use "attempt at cannulation of right ostia caused essure tip to bend resulting in removal and replacement with a new device.". The patient's medical history included cardiomyopathy, menses irregular, ovarian cyst, dysplasia, breast lump and venereal disease nos. Concomitant products included acetylsalicylic acid (baby aspirin) since (B)(6) 2014 and lisinopril since (B)(6) 2013 for cardiomyopathy as well as alprazolam (B)(6) 2013 to (B)(6) 2017, ibuprofen since (B)(6) 2010 and medroxyprogesterone acetate (depo-provera) (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)."). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced post procedural complication ("post removal complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush, dysmenorrhoea and post procedural complication outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety was resolving. The reporter considered anxiety, depression, dysmenorrhoea, hot flush, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on an unknown date: confirmation of tubal occlusion by hsg; on (B)(6) 2010: total bilateral occlusion, essure coil placement. No spill. Lot number:653904 manufacture date:2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received- medical history was added. Event device difficult to use and device use error were added. On (B)(6) 2020: no new clinical information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.